Event description:
Boston scientific received information that the subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted due to cellulitis (infection) which was confirmed by cultures taken. The patient developed redness and purulent drainage from the left lateral s-ICD incision site. Both the s-ICD and electrode were explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.